Manufacturer narrative:
Evaluation summary: the reported condition of a pump that alarms and that will not turn on was confirmed. Inspection of the device found that this was caused by depleted and potentially damaged batteries. The pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The facility reported a pump that alarms and that will not turn on. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.